Event description:
Device 2 of 2. Reference MFR number: 1627487-2018-13254. It was reported that the patient's lead eroded through their skin. The patient underwent a lead revision wherein one lead was explanted and replaced and another lead was buried deeper as a precaution. Therapy was restored post-operatively.